Event description:
It was reported that the insulin pump alarmed motor error. The drive support cap fell out. The blood glucose reading is 181 mg/dl. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Motor error alarm during the occlusion test and unable to prime during prime test due to faulty force sensor. Motor passed motor test. The insulin pump received with cracked battery tube threads, reservoir tube lip, scratched lcd window and missing end cap sticker. Drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.